Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) generated gas gain and gas loss alarms. There were no patient harm or injury was reported.